Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. There is no alleged deficiency or malfunction of a zimmer biomet device, as the event was the result of a patient condition.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2017 - 08186, 0001822565 - 2017 - 08187, 0001822565 - 2017 - 08188, 0001822565 - 2017 - 08189. Additional concomitant medical products: humeral stem, unknown part/lot; baseplate, unknown part/lot; humeral liner, unknown part/lot; glenoid head, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a shoulder revision. The patient is being converted to a reverse shoulder. No further information has been provided at this time.